Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). One flexiva ID tractip 200 laser fiber was returned intact in one piece. The piece measured approximately 315.7 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm. The distal tip was noted as damaged, likely as a result of handling. Examination under magnification revealed that the fiber tip was cracked but fully intact. Functional analysis on a lumenis p20 laser console was performed. The fiber was connected to the laser console and was recognized with no issues noted. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber was not recognized by the laser unit. No patient complications were reported. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the tip of the laser fiber was cracked but fully intact.